Manufacturer narrative:
Event date: exact date unknown, event occurred a couple of months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.